Manufacturer narrative:
Control solution testing was performed successfully with results that were within valid range. Caller also performed back to back blood glucose tests during the customer service call. Results were 78 and 136 mg/dl within 10 minutes. Results are outside the manufacturer's allowed variance.

Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received readings of 61 (forearm) and 154 mg/dl on the finger within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.